Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server, verified via ssms that the server was communicating, and observed that the last message was received with no new messages thereafter. Hosts active directory (adt), orders and usage started communicating, and restarts had already been performed; however, no new messages were received from meditech. The case was assigned to the interface team for further validation, and the issue was later confirmed to be host-related and resolved by the host (meditech). Also, the tss confirmed there was no carefusion coordination engine (cce) issue and closed the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, meditech and station were not communicating, as not all patients and orders were crossing over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.